Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.